Event description:
Patient with a thoracic descending aortic aneurysm. Physician using a gore tag endograft for the first time. A 22 french sheath was introduced through the right groin and was met with great resistance at the bifurcation of the iliacs. An attempt was made with an 18 french sheath, also with no avail. A 16 french dilator and a 10mm balloon were then used and and the 22 french sheath was able to be introduced into the common iliac artery via the left common femoral artery. Once that was done, the 31x10 gore endograft was introduced over the wire and was positioned in the mid descending thoracic aorta. A film confirmed the graft was positioned well across the pseudoaneurysm and the stent was deployed. At that point, the patient had an episode of hypotension and a contrast study was performed. It was noted that the proximal end of the stent had caused a dissection at the proximal end of where the stent was seated in the proximal descending aorta. The patient was stabilized and then taken for an open repair of the descending aortic perforation. The patient also required left femoral artery repair.